Event description:
Correction: it was reported that the patient had an upgrade in 2015 and a pocket revision in (B)(6) 2016 due to unknown reason. The patient presented to the hospital on (B)(6) 2020 with suspected infection and device exposed, cyst and inflammation. Infection results for the pocket site were all negative. The device was explanted. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient had an upgrade in 2015 and a pocket revision in (B)(6) 2016 due to unknown reason. The patient presented to the hospital on (B)(6) 2020 with suspected infection and device exposed. Infection results for the pocket site were all negative. The device was explanted. The patient was stable.